Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, alleging elevated blood glucose (bg) of 606 mg/dl without significant symptoms suggestive of hyperglycemia. The patient stated that she was admitted to the hospital for hyperglycemia and was treated with 2 liters of intravenous (IV) fluids. The patient stated that changing the infusion set and site and using a new vial of insulin did not lower the bg. The patient stated she had discontinued insulin pump therapy (ipt) and was on an alternate method of insulin delivery with insulin pens. At the time of the call to animas the patient reported that the bg was within normal limits. Troubleshooting revealed all pump settings were as intended and there was no indication that the pump malfunctioned. This complaint is being reported because the patient experienced hyperglycemia of unknown origin while on ipt.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: the last basal delivery was on (B)(6) 2013 and the last bolus recorded was on (B)(6) 2013. The black box showed that on (B)(6) 2013 13:38 an auto timeout-> pump suspended warning was recorded due to no button presses within the auto-off time set for 16 hours. Deliveries resumed at 15:41. The total daily doses calculated correctly and reflected the programmed basal rate. Typical usage was observed in the pump history. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. An inaccurate delivery issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.